Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: device was returned for analysis. Returned product consisted of only coil for the rotalink plus device and the rotawire for related complaint. The advancer unit, the handshake connection, catheter body housing, and drive shaft sheath were not returned for analysis. The returned rotawire had discoloration and was bent with a chunk missing/taken out about 74 inches from the proximal end. Microscopic examination and visual examination for the handshake connection and sheath could not be performed as they were not returned for analysis. Microscopic examination and visual examination of the coil presented no damage or irregularities to the coil of the device. There was 4mm of discoloration and adhesive residue on one of the ends of the coil. The returned guidewire was able to be inserted and advanced through the coil with no resistances or issues. Microscopic examination and visual examination of the annulus of the burr revealed that there was a clear separation of the burr and there was no coil in the burr. There did appear to be dried adhesive in the burr. An attempt to place the coil in the burr was unsuccessful, as it would only go so far before it hit the adhesive. The annulus was damaged. It is probable that the rotating burr came into contact with the guidewire during preparation leading to the damaged annulus. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05834. It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the test rotation outside the patient's body, strong resistance was encountered when the device was loaded into the rotawire. It was then noted that the burr was detached and the rotawire was found to be burnt. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-05834. It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). A 1.25mm rotalink" plus and a 330cm rotawire" were selected for use. During the test rotation outside the patient's body, strong resistance was encountered when the device was loaded into the rotawire. It was then noted that the burr was detached and the rotawire was found to be burnt. No patient complications were reported and the patient's condition was good.